Event description:
Boston scientific received information that this defibrillation lead had measured shock impedances of 79-91 ohms with a previous device and now high shock impedances with this implantable cardioverter defibrillator (ICD). Defibrillation threshold were not done with this device due to the patient condition at the time of implant. Shock lead impedances were 119 ohm a week within the implant of this ICD. Technical services advised further device testing for system integrity. No adverse patient effects were reported.

Manufacturer narrative:
It was later reported that the patient was seen in clinic and the shock impedances in all configurations measured > 125 ohms. The patient was scheduled for an induction to test the system with a shock.

Manufacturer narrative:
The system was further tested and normal shock impedances. The physician has elected to continue to monitor at this time.

Manufacturer narrative:
Resolution has been requested from the field representative. This investigation will be updated should further information be provided.